Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis. The reported issue of temperature sensor failure was confirmed. Further observation found the endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed test. Further evaluation found the endoscope had a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found that the attached endoscope adapter (aea) shaft bearing contributed to the friction. Further, the endoscope was functionally tested with light leakage test or equivalent, to detect if any image quality defect(s) were detected in either or both eyes. The endoscope was found with an artifact(s) in left eye.

Manufacturer narrative:
Isi has received the endoscope, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer received a temperature warning and then the right eye stopped working. Smoke was coming out of the endoscope. A similar backup endoscope was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the product has been shipped back. It is unknown where the smoke was coming from. The smoke occurred outside of the patient. It is unknown when the smoke had appeared. No other damage outside the ordinary was noted on the endoscope.